Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. An investigation of generator boards with error e433 found a destroyed transformer tr1 to be the cause. An improved generator board was introduced into production in the middle of july 2020. The cause for the reported error is very likely a faulty generator board.

Manufacturer narrative:
Device was evaluated. Evaluation determined that the generating board of the device is defective. The device was placed for repair. Based on evaluation findings, the reported issue was confirmed. Issue was attributed to electronic component failure. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause could not be determined however, the most probable cause of the issue based on evaluation findings of the device was due to electronic component malfunctioned and the cause is unknown.

Event description:
It was reported that the device exhibited error message e433. The issue according to the reporter occurred during a procedure. The type of case being performed at the time of the event was not provided. There was no patient harm or impact reported due to the event.